Event description:
A (B)(6) year old female pt's daughter contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons would not activate the device. Upon evaluation, there was intermittent contact at the switch of the rear response button. The cause for the inability to activate the device is the intermittent switch contact. The root cause for the intermittent switch cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.